Event description:
It was reported that the device electrically reset and had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4), (B)(4): analysis revealed normal battery depletion and the device meets 80% of expected longevity. It was noted that there was a ram chip memory error. The battery was normally depleted, but the report of a power on reset was confirmed. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters for write to locked ram, addr 1812, data 31, on (B)(6) 2011 12:23:41. Patient alert for por on (B)(6) 2011 11:23:41. Battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2011, device eri less than or equal to 2.62 v. Daily battery voltage trend data shows bat 2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011. One - patient alert for low battery voltage on (B)(6) 2011. Diagnostic information is consistent with reported event.